Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter is not having power and not tracking. After going into the em interface, it was determined that no power was going to the axiem box. It was confirmed when the site switched to another emitter and did not fix the issue. The site continued the case with another navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.